Event description:
This is the first of two reports involving the (B)(4) intracranial pressure/temperature monitoring kit (same pt, different product problems). This report is in reference to the first catheter used. It was reported that when the first catheter was connected to the pre-amp transducer cable (pac-1). The intracranial pressure was 10 mmhg with no changing waves. The catheter was changed to another (B)(4) catheter. The replacement catheter had no signal. There was no pt injury reported. There was a two hour delay in surgery. Additional clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.